Event description:
It was reported that the knob fell off the handle of the thoracic pedicle feeler during a posterior spinal fusion procedure. Nothing fell into the surgical site. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that the handle broke off was confirmed through the visual inspection. Based on a review of the device instructions for use, any physical impact to the navigated instrument, such as the impact of a mallet or a similar tool can cause product damage. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the knob fell off the handle of the thoracic pedicle feeler during a posterior spinal fusion procedure. Nothing fell into the surgical site. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.